Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was visually inspected, and it was found in good conditions, then, during the second visual inspection the t bar was found exposed. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage and the t bar exposed will be investigated under an internal corrective action. The stress caused by the t bar slid down issue was the root cause of the t bar exposed. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis lab found the t-bar metal was exposed. Initially, it was reported that there was an issue with the deflection. It stopped working all the way for both the f and j curves. The catheter was replaced and the issue resolved. There was no patient consequence. The deflection issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and found on january 18, 2019 that the t-bar metal was exposed. The event was originally considered non-reportable, however, biosense webster, inc. Became aware that the t-bar metal was exposed on january 18, 2019 and have assessed this issue as reportable. The awareness date is january 18, 2019 for this issue.